Event description:
It was reported that the patient was scheduled for an explant on (B)(6) 2015. It was noted that everything was fine with the device till around 3-6 months prior to the report. The implantable neurostimulator (ins) site became uncomfortable. The patient did not know if they lost weight but noted that their parts were sure looser. The efficacy of the device was felt that it did not work as good as it used to but that when the patient was in pain they would turn it up and felt that tingling in their legs and the pain decreased. The patient did not have any complaints of stimulation just of the pocket pain. The ins did seem very close to the surface of their skin. No bruising, redness, incisional problems were noted. All impedances were within normal limits.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).